Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief at the dn. All wires were severed. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.